Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified fold creases, deformation, and cloudiness in the gel observed after autoclave disinfection cycle. A weight test of the explanted material was verified and the device was within specification. Based on the device analysis the final assessment was no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device was explanted.